Event description:
It was reported that the patient underwent a sling related procedure due to unknown reason. A new artificial urinary sphincter (aus) was implanted. No information about the patient's outcome was provided. No more information is available at the moment. Additional information received. The aus was implanted due to the patient continued to experience recurring incontinence.